Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that an asymptomatic patient presented during a follow-up. Atrial lead revealed loss of capture and low sensing. Lead dislodgement was suggested. During an attempt to reposition the lead screw would not retract. The lead was explanted and replaced. The patient was stable post-procedure.